Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: the signals indicate that the device was having difficulty establishing and maintaining steady state during the collection. It cannot be ruled out that the needle line access may have shifted and could potentially have impacted the draw flow rate. The numerous draw flow adjustments may have also affected the draw flow rate and contributed to these results. Based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit ID: (B)(6) the platelet collection is not available for return because it was discarded by the customer.